Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the native aorta around the proximal seal zone where the stent graft was placed appeared to have dilated to greater than the 32 mm of the implanted stent graft. This caused a type ia endoleak and subsequent rupture of the aneurysm. The decision was made to implant a 36/36/49 endurant cuff in an attempt to resolve the endoleak, but the cuff was not long enough to achieve adequate seal and overlap. A 34/34/100 valiant was inserted but deemed to be too long. It was removed from patient and not deployed. The patient expired. The physician stated the cause of death was due to the ruptured aneurysm.